Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet wire in midline unraveled during removal. Full wire was able to be removed but with difficulty. Uneventful, successful midline insertion with no known trauma to stylet or line. Area of unraveling was in the middle of the stylet wire. Inserter states that this is the second incident she has experienced of the stylet unraveling in this midline." This report addresses the second incident.